Event description:
The facility representative reported to baxter on 09 april 2010 that on (B)(6) 2010, the syndeo syringe pump shut down during patient infusion. There was an interruption, during patient therapy. The event occurred in pediatrics. There was no one in the room when the event occurred. The pump was programmed in the basal and pca (patient controlled analgesia) mode. There was a basal rate programmed 0.8ml/hr (mililiter/hour). The there was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received at baxter. A follow-up report will be submitted when the evaluation results or if additional information is available.